Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2016, the stimulation from the implantable neurostimulator (ins) felt like ¿220v went through his body; the stimulation output was too high. The patient noted that at the time of the stimulation issue, he had a fall or an accident where he broke his back. A manufacturer representative (rep) checked the ins and said there was nothing wrong with it. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial manufacturer report. The corrected date is as entered in this report, 2016-05-31. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.